Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported a customer obtained lower scanned when scanning the adc freestyle libre sensor compared to an hcp meter. On 13-jan-2021, as a result, of the unspecified low sensor scan by " 2-3 points," the customer self-treated with sugar and soon developed " uncomfortable health." The customer went to the hospital where blood glucose of 8.5 mmol/l was obtained on the hcp meter compared to a scan of 2.5 mmol/l, and the customer was admitted and provided insulin therapy and "hypoglycemic drugs (baitangping") for the treatment of hyperglycemia. When plotted on the parkes error grid, a sensor scan result of 2.5 mmol/l and an hcp result of 8.5 mmol/l falls into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported a customer obtained lower scanned when scanning the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2021, as a result, of the unspecified low sensor scan by " 2-3 points," the customer self-treated with sugar and soon developed " uncomfortable health." The customer went to the hospital where blood glucose of 8.5 mmol/l was obtained on the hcp meter compared to a scan of 2.5 mmol/l, and the customer was admitted and provided insulin therapy and "hypoglycemic drugs (baitangping") for the treatment of hyperglycemia. When plotted on the parkes error grid, a sensor scan result of 2.5 mmol/l and an hcp result of 8.5 mmol/l falls into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.